Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2015 and experienced a sudden loss or change of therapy and device malfunction. The patient felt stimulation intermittently and it turned on and off by itself. Every few days the device turned off, the patient checked the implantable neurostimulator (ins) with their programmer, stimulation was off, and the patient needed to turn it back on. After they were done checking the ins, the patient pressed the blue button on the front of the programmer and it did not appear that the patient was turning stimulation off. This had been happening for months now since the end of (B)(6) 2016. The patient fell pretty significantly at the time that the intermittent stimulation started and the fall was at the end of (B)(6) as well. The patient¿s therapy was turned on and the situation was not resolved. The patient was going to call their health care provider (hcp) for an appointment and have their ins and leads checked for any issues. It was not known if the patient had scheduled therapy. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.